Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: during investigation, the keypad was found to be lifted/peeling. The issue of an unresponsive keypad was not able to be investigated due to the pump powering on to a cs 069 alarm. The keypad cover was removed and the down button contact was found to be deformed. The pump was opened and no intermittent conditions found on keypad flex connector. Unrelated to the keypad response issue, investigation revealed the call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Also unrelated to the complaint, the battery cap was found to have damaged threads and continued to spin when attaching to a test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging damage to the keypad; the up, down and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.